Manufacturer narrative:
The catheter in complaint was returned to zoll on may 11, 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Seems that 1500 ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event's relationship to zoll catheter and procedure is casual.

Event description:
Zoll received medwatch report # (B)(4) on (B)(6) 2022 for the event reported below: a patient was admitted to an emergency department for maintaining normothermia. The quattro catheter (lot # 171713) was inserted into the patient's left femoral vein to start the ivtm therapy. An arterial catheter was also placed for blood pressure (bp) monitoring. The system successfully reached the cooling target temperature within a few hours. About 18 hours after initiation of the treatment, the thermogard xp ivtm system generated an "air trap" alarm. The thermogard console's pump rotor stopped, and the system went into standby mode. The user noticed that the 500-ml saline bag had run out. The user installed a new 500-ml saline bag, the alarm cleared, and the treatment continued. After about 30 minutes, the thermogard system generated an "air trap" alarm again, the pump rotor stopped, and the console went into standby mode. Upon inspection, it was noticed that the second saline bag was also running empty. The customer stated that there was no obvious leak in the system and no blood tinge in the tubing. The user replaced the saline bag and the start-up kit (suk) tubing. However, after about 30 minutes, the same issue happened again. The user noticed that the patient's central venous pressure (cvp) rose from the 4-6 to 10-12 range. The customer suspected a catheter leak and infusion of 1500 milliliters of saline into the patient's bloodstream. The physician advised removing the suspected catheter, replacing the third saline bag, and inserting a new catheter into the patient's right femoral vein. The treatment resumed and was completed with the same thermogard console. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "the 500-ml saline bags were running empty" was confirmed during functional testing performed at zoll. A bonding leak was observed at the distal end of the medial 1 balloon of the returned catheter. The probable root cause of the bonding leak could be a latent defect in the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside the proximal luered tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 169242.

Event description:
Zoll received medwatch report #(B)(4) on 29 april 2022 for the event reported below: a patient was admitted to an emergency department for maintaining normothermia. The quattro catheter (lot # 169242) was inserted into the patient's left femoral vein to start the ivtm therapy. An arterial catheter was also placed for blood pressure (bp) monitoring. The system successfully reached the cooling target temperature within a few hours. About 18 hours after initiation of the treatment, the thermogard xp ivtm system generated an "air trap" alarm. The thermogard console's pump rotor stopped, and the system went into standby mode. The user noticed that the 500-ml saline bag had run out. Without performing a catheter leak check per the zoll's IFU, the user installed a new 500-ml saline bag. The alarm cleared, and the treatment continued. After about 30 minutes, the thermogard system generated an "air trap" alarm again, the pump rotor stopped, and the console went into standby mode. Upon inspection, it was noticed that the second saline bag was also running empty. The customer stated that there was no obvious leak in the system and no blood tinge in the tubing. The user replaced the saline bag and the start-up kit (suk) tubing. However, after about 30 minutes, the same issue happened again. The user noticed that the patient's central venous pressure (cvp) rose from the 4-6 to 10-12 range. The customer suspected a catheter leak and infusion of 1500 milliliters of saline into the patient's bloodstream. The physician advised removing the suspected catheter, replacing the third saline bag, and inserting a new catheter into the patient's right femoral vein. The treatment resumed and was completed with the same thermogard console. No consequences or impacts on the patient.